Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a surgery the chronic right atrial (ra) lead dislodged. During attempted repositioning of the lead, a drop in impedance from previous recordings was noted. The physician opted to explant and replace the lead. During placement of the new lead, different p-wave values were noted through the analyzer and wireless programmer. The lead was repositioned however the values remained different and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.